Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a colectomy procedure, the stapler presented stapling problem, opening the staples in the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that the that there was ¿opening the staples in the patient.¿ does this mean that the staples were not in the proper ¿b¿ formed shape? If no, please explain what is meant by, ¿opening the staples in the patient.¿ response received: as reported by the nurse, the staples did not present the b-shape correctly, opened the whole anastomosis the moment the doctor removed the stapler and another stapler was used.